Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. The foreign material may have been unremoved because the device was not reprocessed properly due to leak at the r/l angulation control knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material that was found clogged inside the auxiliary water channel. There were no reports of patient involvement.